Event description:
It was reported that a malfunction alarm occurred. Subsequently, the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer's blood glucose level was 201 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
B4

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged wake button issue could not be verified.